Manufacturer narrative:
The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Select patient information cannot be provided due to regional privacy regulations. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer also reported a replace battery now alarm with a prior low battery alert and failed to enter smartguard mode after battery replacement. The customer's blood glucose value at the time of the event was 300 mg/dl. The customer was treated for hyperglycemia by performing a manual correction with the insulin pump. The event involved product mmt-1886. Troubleshooting was performed, alarm history was reviewed, the causes were explained, and the customer was advised to use a new or fully charged battery and monitor the pump; it was also explained that smartguard mode would be unavailable for 6 hours after battery replacement due to deletion of active insulin data. No further patient complications were reported. No product return is required for mmt-1886.